Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer alarmed overtemp. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was received in used condition. The enclosure and front cover were damaged. The reported product problem (over temperature alarm) was not replicated during testing. The damaged enclosure, front cover, and plate clip were replaced as a preventative measure. No fault was found with the device.